Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer alleges laying on heating pad for lower back pain and alleges heating pad caught on fire. There was not a report of personal injury or property damage with this incident.